Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a shocking or jolting sensation. Sensation was located at the ins site following an implant. Additional information has been requested and if received a follow up report will be sent.